Manufacturer narrative:
The pump has not been returned to animas for evaluation. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time. (B)(6).

Event description:
On (B)(6) 2016, the reporter contacted animas, alleging an inaccurate delivery issue. During troubleshooting, customer support found that the patient had miscounted carbohydrates and overriden the dosage recommended by bolus calculator feature. The time and date were correct, the bolus and basal histories were as expected. There was a cancelled bolus in the history, of which the patient was aware. The patient had a blood glucose excursion (bg between 250 -- 500 mg/dl, with no symptoms), which does not meet animas' criteria for a reportable adverse event. This complaint is being reported because the patient alleged an inaccurate delivery issue.

Manufacturer narrative:
Follow-up #1: date of submission 6/30/2016. Device evaluation: the device has been returned and evaluated by product analysis on 06/28/2016 with the following findings: no defect was found. Testing was unable to duplicate the complaint. The bb shows the pump was not in use from (B)(4) 2016 21:43 until (B)(4) 2016 08:24. The bolus history shows evidence of a manually cancelled bolus on (B)(4) 2016 at 09:26. Pump was exercised for 24hrs with a 1.0u/hr basal rate; at end testing the basal history correctly showed 1.0u and tdd showed 24.0u..#3. Manually calculated an ezcarb and ezbg bolus; returned pump correctly calculated the same units. Pump¿s bolus calculation feature found to be functioning properly.